Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 512 mg/dl, which was treated with manual injections. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer had excessive thirst and urination. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks but there were some air bubbles. Customer declined to check for site or insulin issues; and settings were correct. Customer could not perform high pressure test due to no having anymore supplies. Customer reported of being hospitalized on (B)(6) due to diabetic ketoacidosis. Alarm history also showed ten no delivery alarms which were resolved.